Manufacturer narrative:
Concomitant medical device: product ID sedr01 ipg implanted: (B)(6) 2011. Product ID 407652 lead implanted: (B)(6) 2011.

Event description:
It was reported that there was possible oversensing of the right ventricular (rv) lead. However, only atrial electrograms were available so the oversensing could not be confirmed. The rv lead remains in use. No patient complications have been reported as a result of this event.